Event description:
It was reported that the blood glucose level was high, but no specific value was known, as it was displayed as "high." Cause was not known. The customer took corrective action by administering a correction injection via manual delivery. The customer was instructed to check the site, tubing, and t: lock connection, and it was confirmed that insulin drops were observed at the end of the tubing. The customer was advised to replace supplies as necessary and continue insulin use.